Event description:
On (B)(6) 2010, pt reported the infusion device buttons were not functioning properly, and he has not gotten the correct bolus amounts due to this. This has resulted in hyperglycemia. Pt called from physician's office with physician on the line. On (B)(6) 2010, pt ate and delivered a bolus, and his blood glucose elevated to 475 mg/dl. Blood glucose before eating was 383 mg/dl. Target blood glucose was not provided. Pt was unable to complete further troubleshooting. Pt did report he allows insulin to reach room temperature before it is used. Pt changes infusion set every 3 days. No additional info was provided. Infusion device was replaced and requested for eval.